Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from customer reporting a high voltage error occurred on a v60 ventilator. The device was not in clinical use. There was no report of patient or user harm. The investigation is ongoing.

Manufacturer narrative:
A philips authorized service provider (asp) confirmed a high voltage error occurred and reported the customer declined repair of the unit. The final disposition of the device is not known. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.